Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the smaller bushing has fallen out of the shim. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that spring in shim broke. No surgical delay. All pieces retrieved.